Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of x-ray assessment states: large medialized acetabular cup exhibits central polyethylene liner wear. Periacetabular osteolysis and possible loosening of the acetabular cup. Loosening of the femoral stem component, osteolysis of the proximal femur. Mildly steep acetabular cup lateral angle of inclination may be a risk factor for acetabular cup liner wear in this case. Varus alignment femoral stem. Generalized osteopenia may be a risk factor for component loosening in this case. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Part and lot number are required to review complaint history review, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Age dob: ni. Patient sex: ni. Patient weight: ni. Implant date: ni. This product is not cleared for distribution in the u.s.; however, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device under 510k number k090757.

Event description:
Patient was revised due to loosening of the femoral stem. During the procedure, a bony defect around the acetabular shell was packed with bone grafting material and the femoral stem & acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.